Manufacturer narrative:
Correction: d1 and d4. All information reasonably known as of 16-jan-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 25-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the [vatt registered nurse] "rn was consulted for a clogged dobhoff tube. Patient had an oral g-tube present. Got x-ray, [kidney, ureter, and bladder] kub tip of feeding tube was in the distal pyloric. Nurse took out oral gastric tube - couldn't flush tube, second x-ray taken ¿feeding tube was pulled back to the location of the stomach. Couldn't get it to flush. Went back with wire to pull tube out slowly, the guide wire punctured tube. Another kub [kidney, ureter, and bladder] was used and extra x-rays verified tubing in place."

Manufacturer narrative:
The sample was evaluated. The product packaging was not received. The product did not contain a lot number identification after cleaning and decontamination; the sample was examined in a well-lit area. The sample was received with the transmitting stylet inserted. The stylet handle was screwed onto the enfit port. At the 71cm depth marker, the stylet had pierced the wall of the tube and was protruding out. A crimp in the tubing was observed at that location. A second crimp was observed between the 61 and 62cm markers. This was distal to the piercing of the tube. The transmitting tip of the stylet was examined under magnification. The tip was intact. The end was covered and rounded. Just above the tip, the red wire appears loose and slightly damaged but not broken. There were no visible sharp ends or points. Damage was not observed on any other area of the sample. Root cause could not be determined. All information reasonably known as of 08-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.